Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an open reduction internal fixation (orif) of a left proximal femur, the surgeon used the unknown connecting screw that couples the nail to the insertion handle was loose. The screw was supposed to click onto the ball hex screwdriver and make it easier to use, but it no longer stays on the ball hex. The surgeon was still able to use the screw but made it a lot harder to work with. Also, the opening reamer was dull and was not cutting through the bone very well. There was no surgical delay. Procedure and patient outcome are unknown.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an open reduction internal fixation (orif) of a left proximal femur, the surgeon used the unknown connecting screw that couples the nail to the insertion handle was loose. The screw was supposed to click onto the ball hex screwdriver and make it easier to use, but it no longer stays on the ball hex. The surgeon was still able to use the screw but made it a lot harder to work with. Also, the opening reamer was dull and was not cutting through the bone very well. There was no surgical delay. Procedure and patient outcome are unknown. Concomitant device reported: unknown nail (part # unknown, lot # unknown, quantity # 1), unknown insertion handle (part # unknown, lot # unknown, quantity # 1). This report is for one (1) cannulated connecting screw. This is report 1 of 3 for (B)(4).